Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported that the vela ventilator was alarming vent inop, motor fault, low peak inspiratory pressure (pip), low minute volume (ve) and circuit fault. The customer reported no patient involvement or allegation of patient harm.